Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID )b)(4) serial# (B)(4): product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the ins was implanted in (B)(6) 2017. It was noted the device is charged every day, but fails to charge more than 50% despite charging as much as possible. A manufacturer representative (rep) placed the recharger antenna in the same location during charging and the coupling suddenly changed from 80-100% efficiency to 20% after some time and an alert indicate zero coupling was seen. The event was not resolved, and no additional actions had been taken to resolve the issue. It was unknown when the issue started. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was continuing to have trouble recharging, and claiming it would not charge more than 50% most of the time. Charging efficiency was usually very low, which was confirmed with the recharging statistics report. The report indicated the patient had 0-2 bars at most times (of the 6 recorded recharging sessions). The duration of these sessions ranged from 1 minute to 45 minutes. The patient noted they had 6-7 coupling bars at one point, but it dropped to 2 bars even though the antenna position was not changed. The rep reported requesting to do an antenna locate to find the best position for the antenna. Device interrogation report from the day of this secondary report indicated there was one out of range unipolar electrode pair: c<(>&<)>0 at 2017 ohms. The ins battery level was at 3.755 v at the time of this report. The patient was programmed at 3.8 v on the left stn on electrodes 8+, 10- with a pulsewidth (pw) of 60 microseconds at 130 hz. The right stn was programmed at 3.2 v on electrodes c+, 3- with pw 60 microseconds and 130 hz. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 37651, product type :recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. The patient attempted to recharge the ins, but the only 50% of the ins was charged. The physician suspected anomaly of either the ins or recharger. No surgical intervention had occurred, but it was unknown if one was planned. There were no particular contributing factors leading to the issue. There were no reported diagnostics, troubleshooting, or actions taken. The issue was not resolved. No medical symptoms were reported. No further complications were reported/anticipated.